Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system has no power. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The failure analysis confirmed the malfunction with the flexvision pc and the cause of the failure to be psu or cmos battery. However, the fse replaced the flexvision pc and the hard disk which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not power on. The issue was found outside of clinical use. No harm has been reported to philips. A philips field service engineer (fse) visited the site and replaced the flexvision-pc and hard drive. The device was returned to expected functionality.